Event description:
On aug. 6, 2007, approx at 3:40 pm eastern time, the lay user/patient contacted lifescan alleging that her one touch ultra was displaying the battery indicator symbol and the meter was powering off during use. The reported power issues first started at 8am eastern time, the next day. The patient claimed that there has been on trauma to the meter and the battery was replaced per the manual. After the power issues started, she skipped/stopped taking her diabetes medications (46 units humulin n and 10 units humalog). At an unspecified later, she developed symptoms of a dry mouth. The complaint is being reported because the patient allegedly developed a dry mouth after skipping/stopping her diabetes medication as a result of the power issues. Replacement products were sent to the patient.